Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was booting up to an alarm 80 (non-recoverable system error). The device would be coming in for service. As per follow up information, received via email on 12dec2022, biomed stated that there was no patient involvement. As per sample evaluation results received on 13jan2023, the root cause of the reported issue was the input/output circuit card not being seated properly in the card cage. It was reported that the circulation pump had to be primed to fill. It was stated that the initial test observed an inconsistent flow rate . It was also stated that the visual and functional inspections determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. It was noted that the l-tube and double l-tubing appear distended or expanded; however, water flow was not impeded - they will be replaced preventatively. It was also noted that scratch marks were noted on the control panel screen, but this had no effect on control panel operations. The cca ca card and power inlet module were replaced.

Manufacturer narrative:
The reported issue was confirmed. He device was evaluated upon receipt. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. Replaced the cca ca card and power inlet module. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was booting up to an alarm 80 (non-recoverable system error). The device would be coming in for service. As per follow up information received via email on 12dec2022, biomed stated that there was no patient involvement. As per sample evaluation results received on 13jan2023, the root cause of the reported issue was the input/output circuit card not being seated properly in the card cage. It was reported that the circulation pump had to be primed to fill. It was stated that the initial test observed an inconsistent flow rate . It was also stated that the visual and functional inspections determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. It was noted that the l-tube and double l-tubing appear distended or expanded, however water flow was not impeded, they will be replaced preventatively. It was also noted that scratch marks were noted on the control panel screen, but this had no effect on control panel operations . The cca ca card and power inlet module were replaced.